Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, after a left primary bhmh-tha surgery, performed on (B)(6) 2009, to treat hip avascular necrosis, the patient underwent a revision surgery on the (B)(6) 2022 where metallosis and trunnionosis was noted. The bhmh acetabular and femoral head components were replaced by an oxonium femoral head and dual mobility cup. The patient was taken to recovery in a satisfactory and stable condition. No other complications have been reported.

Manufacturer narrative:
H3, h6: it was reported that, after a left primary bhmh-tha surgery to treat hip avascular necrosis, the patient underwent a revision surgery where metallosis and trunnionosis was noted. The bhmh acetabular and femoral head components were replaced by an oxinium femoral head and dual mobility cup. The patient was taken to recovery in a satisfactory and stable condition. No other complications have been reported. As of today, the implanted devices, all of which were used in treatment have not been returned for evaluation. A review of the historical complaints data for the alleged devices was performed using batch numbers, part numbers and the reported failure modes to evaluate patterns of repeated failures or defects. Similar complaints have been identified for the cup and head, and no other similar complaints have been identified for the sleeve. This will continue to be monitored for the cup and will continue to be monitored via routine trending for the head and sleeve, however it should be noted that these devices are no longer sold. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All released devices involved met manufacturing specifications upon release for distribution. The review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. The alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. No further actions are required at this time. A review of historic escalation actions related to the products and similar complaint events was performed. Following the review, prior applicable escalation actions were identified and confirmed to reduce associated risks as far as possible. No further escalation actions are required. Based on the information provided, further investigation of the reported complaint cannot be carried out and remains inconclusive. A definitive root cause cannot be determined. Specific factors known to contribute to the alleged fault are excessive physical activity levels, unreasonable stress on replacement system, excessive patient weight, trauma to the joint replacement, loosening of components may increase production of wear particles and accelerate damage to the bone. Should the devices or additional information be received, the complaint will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated.